Event description:
While troubleshooting for a check final line alarm, a technical service representative (tsr) discovered that a home patient (hp) connected themselves to the homechoice (hc) cassette prior to the hc displaying the ¿connect yourself¿ prompt. The hp planned on restarting therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported connecting to the device prior to receiving the connect yourself prompt, and prior to allowing the line to properly prime. The ¿homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.